Manufacturer narrative:
Other contact person phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
During use customer reported the unit was making a strange noise when trying to start a pump cycle when unit was connected to the patient as if it was trying to perform an autofill but would not complete it. Unit was then replaced with another known good unit to avoid patient therapy delay. Here was no patient harm or injury reported.